Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. After transseptal access was performed, a tacticath quartz ablation catheter was advanced with difficulty into the left atrium without an introducer. During ablation of the pulmonary veins, high contact pressures were noted. Recalibration was performed but the pressures anterior to the left superior pulmonary vein remained high with ablation being continued. The patient became hypotensive and an intracardiac echo revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The pericardial drain was left in place and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. The results of the investigation concluded that part of the adhesive was no longer adhered at the transition between the catheter shaft and the proximal edge of the distal tip, which can cause fluid ingress and a loss of force data during the procedure. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. As a result of this finding, sjm is performing further investigation. A shaft leak could result in a loss of contact force information; however the optical signals conformed to specifications and force measurements were displayed throughout the procedure according to the data log files. The log file review also revealed that force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).